Event description:
It was reported that a helical blade coupling screw broke during a procedure involving the implantation of a long trochanteric fixation nail (tfn) to treat a hip fracture. Once the surgeon had completely inserted the helical blade, the surgeon struck the head of the coupling screw with a hammer to secure the blade. As this was occurring, the head broke off of the shaft of the screw. The break occurred where the head and shaft meet. The procedure was delayed fifteen to thirty minutes while the surgeon worked to disengage the coupling screw from the helical blade. The screw was disengaged successfully and both parts of the screw were retrieved. The procedure was completed successfully and no patient harm was reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As received condition of device; the helical blade coupling screw was received with the knurled knob separated at the distal end tube union. Separated surfaces are homogenous with clear material separation, weldment remains intact. One helical blade coupling screw was returned with a complaint category of; broken intraoperatively. The helical blade coupling screw is part of titanium trochanteric fixation nail (tfn) system and it is used in the insertion of the helical blade during tfn procedure. The information is provided per the titanium lateral entry femoral recon nailing technique guide. The helical blade coupling screw was received with the knurled knob separated at the distal end tube union. Separated surfaces are homogenous with clear material separation, weldment remains intact. The knob shows evidence of hex drive wear and substantial hammer marks on the proximal side of the knob consistent with heavy use. The tube length shows considerable discoloration, roll marks, and scratches consistent with heavy use. A review of the design drawing indicates that the returned part was manufactured to drawing since then there was one design change to the drawing that did not affect the intended use of the device. The method of use rather than a design deficiency has led to this complaint. Therefore, this complaint is confirmed however, the design of the device did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.